Manufacturer narrative:
A single component of the event device was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal plastic component of the seal, had detached from the seal. Engineering observed that the shield petals were scratched and damaged. Based on the condition of the shield and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of instruments (needle) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: robotic sacrocolpopexy. Event description: the rep was not present during the case. During the middle of the case the clear plastic component, normally located above the double duckbill seal in the trocar, fell into the patient. The entire component fell into the patient. The instruments being used through the trocar are unknown. Unknown if the component was discovered immediately once it fell into the patient or later in the case. The component was retrieved from the patient. No patient injury. Additional information received via email on 09nov2020 from applied medical team member: "this clear portion of the seal pictured is what fell into the patient during the robotic assisted sacrocolpopexy. I spoke with [] and he told me that this was used as his assist port and a needle driver was being used when this happened. I do not know if the trocar was used to finish the case or if another was opened." Intervention: piece removed from patient patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic sacrocolpopexy. The rep was not present during the case. During the middle of the case the clear plastic component, normally located above the double duckbill seal in the trocar, fell into the patient. The entire component fell into the patient. The instruments being used through the trocar are unknown. Unknown if the component was discovered immediately once it fell into the patient or later in the case. The component was retrieved from the patient. No patient injury. Intervention: piece removed from patient. Patient status: no patient injury.